Event description:
Fluid filled blisters noted on right chest under EKG electrode -kendall puppy dog 5 lead prewired neonatal/pediatric radiolucent electrode-. Electrodes placed on child in 2008 for open heart surgery. Dates of use: 2008. Diagnosis or reason for use: cardiac monitoring. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.